Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or related to this event: tgu343420/11838224 and tgu404010/12401522.

Event description:
On (B)(6) 2013, this patient was implanted with two gore® tag® thoracic endoprostheses to treat an acute aortic dissection that had dilated from a chronic type d dissection. The proximal fenestration was approximately 4 cm distal to the left subclavian artery (in the true descending aorta), and multiple fenestrations extended distal to the renal arteries. The renal arteries had blood profusion by the true lumen. It was reported that the physician implanted the most distal tgu343420 device just proximal to the celiac artery. It is not known which lot number was implanted distal and proximal in this patient. The procedure left complete occlusion of all fenestrations. The patient tolerated the procedure. On (B)(6) 2014, follow-up images revealed a proximal type I a endoleak. The physician chose to re-intervene and performed a carotid to carotid subclavian bypass. Intravascular ultrasound (ivus) was used to advance the guidewire in the true lumen from the femoral artery. The sheath was advanced with no resistance. The physician attempted to advance the delivery device of the tgu404010/12401522; however, resistance was met. It was reported the physician tried to retract the tgu404010 device and felt resistance. The physician tugged with force, and the patient¿s distal left common iliac became dissected from the left femoral artery. A fem-fem bypass was performed, and the physician used a ¿stretchy graft¿. There was blood loss and three units of blood were given. The femoral arteries were repaired successfully. After the device was deployed, an angiogram was taken and showed the distal aspects of the stents were not covered with graft material (they were bare and attached to one another, not free floating, hanging/dangling in unusual places), and were splayed. The physician did not balloon the tgu404010 device. The endoleak was resolved and the patient tolerated the procedure.